Event description:
Hosp advised that a 250 ml bag of protein c was hung on channel a. At 9:00 pm there was 120ml remaining in the bag. The unit was turned off, but remained connected to the pt and installed in the pump. At 12:00 midnight the pt was checked and the pump was still off but the bag was empty. Add'l treatment was required. No add'l info was provided.